Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the iliac artery, a 5x100mm powerflex pro balloon catheter ruptured at 10 atmospheres (atm) upon initial dilatation. Therefore, the device was removed intact from the patient and exchanged for an unknown balloon. The procedure was successfully completed and there was no patient injury reported. The lesion was mildly calcified. The rate of stenosis was 90%. After the lesion was crossed by an unknown guidewire, the powerflex pro pta catheter was delivered and inflated at the lesion for pre-dilatation. However, the balloon ruptured at 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. No resistance/friction was noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis the reported ¿balloon burst at/below rated burst pressure could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (90% stenosis) that may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggest that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of the iliac artery, a 5x100mm powerflex pro balloon catheter ruptured at 10 atmospheres (atm) at initial dilatation. Therefore, the device was removed intact from the patient and exchanged for an unknown balloon. The procedure was successfully completed and there was no patient injury reported. The device will not be returned for analysis. The lesion was mildly calcified. The rate of stenosis was 90%. After the lesion was crossed by an unknown guidewire, the powerflex pro pta catheter was delivered and inflated at the lesion for pre-dilatation. However, the balloon ruptured at 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks/damages noted prior to inserting the product into the patient. The device prepped normally. No resistance/friction was noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.